Manufacturer narrative:
One cardiomems patient electronic system and associated power cables were received for evaluation. During the investigation, visual inspection of returned material revealed damage to power supply showing frayed wire as well as internal damage/no fraying to the power cord. No other discrepancies or discernible damage to the returned right-angle ext. Cable/power connector plug. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. This pes is not part of fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
A-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking and exposed wires of the power extension cable on the patient electronics device. The patient electronics device was replaced and there were no adverse consequences reported by the patient.